Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunctions or other product condition could have contributed to the reported rash and infection at the insertion site. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin" and advises, "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat." It cautions, "if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider.

Event description:
The customer's mother reported that her daughter had experienced an infection at the insertion site while wearing a pod. She said that her daughter had a rash from the adhesive and a bump at the insertion site. Her health care provider prescribed an antibiotic to treat the area, and the mother said that her daughter is healing.